Event description:
Pt called lfs alleging that their meter was reading inaccurately high. Pt reported having low symptoms, such as feelng sweaty and shaky. Pt obtained a "69 mg/dl" on the reported meter and a "39 mg/dl" and "31 mg/dl" on another meter, performed within 10 minutes of each other. Pt reported taking insulin, following the low symptoms and low readings. Pt mentioned that they neglected to make a note of the insulin dose in their logbook. As a result, pt ended up taking more insulin because they could not recall if they did or not take insulin. The paramedics transported pt to the hosp. Pt reported that they performed a control solution test when they first opened the vial. The customer service rep attempted to walk pt through a control solution test and the pt was unable to obtain a result. The pt explained that the meter would not power off. The customer service rep walked pt through removing the test strip from the meter and pressing the on/off button and the meter would not power off. To start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose valve. There is no evidence that the meter contributed to the serious injury. The pt obtained a relatively low reading on the reported meter and took twice as much insulin because pt could not recall if they had already taken insulin. Pt mistreated themselves based on the low readings and symptoms and ended up going to the hosp. The meter is being reported due to the unresolved power related issues. The customer service rep replaced pt's meter.